Manufacturer narrative:
7/1/97-supplemetal report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The surgeon applied another device without pt injury.